Event description:
A zoll distributor contacted zoll to report that monitor sn (B)(4) was unable to power on.

Manufacturer narrative:
Device eval of monitor sn (B)(4) has been completed. The reported problem (monitor will not power on ) has been confirmed. Upon eval of monitor it was unable to power up. The cause for the failure was isolated to a shorted u604 processor on the monitor c/a board. The root cause for the shorted component could not be positively identified. No adverse event result from the defective monitor.